Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that the patient had the symptoms of a bladder infection. It was noted that their lead removal would be on (B)(6) 2017, and they were referred to their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.